Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ model #: 1403us (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a critical battery alarm and a ventricular assist device (vad) stopped alarm. The ventricular assist device (vad) remains implanted and the battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller, (B)(4) and an unknown battery were not returned for analysis. Failure analysis of the devices was not performed since the units were not returned. A review of the controller log files was not performed as the log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the critical battery alarm can be attributed to communication errors between the controller and batteries or the battery depleting below 10%. Based on risk documentation, a possible root cause of the vad stopped alarm can be attributed to multiple factors including but not limited to a disconnection of the driveline from the controller, driveline damage or thrombus ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: (B)(4). If information is provided in the future, a supplemental report will be issued.